Event description:
Caller states the patient tested 6.5 inr on coaguchek s system and 4.74 inr on a comparison lab. Coumadin was reduced based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.